Event description:
Complainant alleged that during biomed testing the device displayed a "release shock button" with paddles attached. Complainant indicated that there was no pt involvement in the reported malfunction.